Event description:
According to a complaint filed in a lawsuit by the patient, a dental bur fell out of the impact air 45 during use, into the mouth of the patient, and was subsequently processed into the intestines. The patient reportedly underwent surgery to remove the bur and to allow for proper healing.

Manufacturer narrative:
No further information is available at this time. Follow-up: since no further information regarding this event has been received, palisades dental, llc considers this medwatch report closed.

Event description:
According to a complaint filed in a lawsuit by the patient, a dental bur fell out of the impact air 45 during use, into the mouth of the patient, and was subsequently processed into the intestines. The patient reportedly underwent surgery to remove the bur and to allow for proper healing. Follow-up: since no further information regarding this event has been received, palisades dental, llc considers this medwatch report closed.

Manufacturer narrative:
No further information is available at this time.